Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (285 mg/dl) all night. The customer performed fill tubing and did not observe any insulin exiting the tubing. The customer delivered multiple correction boluses. Reportedly, the customer uses apidra insulin. The customer was instructed regarding insulin labeling. It was indicated that the customer would change out the cartridge and infusion set.